Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken/deformed pins inside the video socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center could not connect to the scope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device exhibited scope communication error b30 and had a black image, had broken/deformed pins inside the video socket, the video socket had a broken locking system, had worn standard socket, and had cracked accessory. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.